Manufacturer narrative:
Health impact grid updated.

Event description:
It has been reported to philips the monitor was turned on for use on a patient when it went into a self-diagnosis mode. It was just a black screen with the writing in white. After that cleared out and we had our patient on a 12 lead, the screen was blank, not showing anything. It eventually began to work, but it cut off then back on . Unit is out of service at this time.